Event description:
A journal article was reviewed that contained information regarding this implantable cardioverter defibrillator (ICD). It was reported that a total of 16% of the patients in the study had unsuccessful first ICD shock during testing. The ICD¿s remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. An email was sent to the author requesting additional information, with no reply as of yet. Referenced article: characteristics of ventricular fibrillation in relation to cardiac aetiology and shock success: a waveform analysis study in ICD-patients. Resuscitation. 2015;86:95-99. (B)(4).